Event description:
Healthcare professional additionally reported "left breast is higher in location" and "developed a postoperative seroma". The device has been explanted and replaced.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma: unable to confirm as it is a medical event not related to the device. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ malposition: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ observed opening striated on radius side assessed as surgical damage.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional additionally reported "left breast is higher in location" and "developed a postoperative seroma". The device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade IV.